Event description:
Employee starting IV. Withdrew needle, hit the retraction button but needle didn't retract all the way. Employee reached for syringe and needle pierced through glove, sticking employee.